Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt was connected to the device using disposable defibrillation electrodes. After two shocks were administered, the device allegedly displayed a connect electrodes alarm and use of the device was inhibited. A backup automated external defibrillator was made available and used for the remainder of the call. The pt was delivered to the hosp and regained a pulse. The reporter indicated the alleged malfunction had no adverse affect to the pt.